Event description:
Medtronic received info that this bioprosthetic valve, implanted 10 months, was explanted due to a high gradient.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Conclusion code: other - cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for the product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, no definitive conclusion can be drawn regarding the performance of the valve. Should the valve be returned, a f/u will be submitted following the conclusion of the analysis.